Manufacturer narrative:
Device evaluation summary: device evaluation of battery (B)(4) has been completed. The reported problem (does not power up monitor) has been confirmed. Upon investigation the battery was unable to power on a monitor. There was liquid contamination damaging the pca and cells. The cause for the failure was isolated to the contaminated battery. No adverse event resulted from the defective battery.

Event description:
A zoll distributor returned battery (B)(4) to report that the battery was unable to power on a monitor.